Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting procedure, partial deployment of the stent occurred. The lesion was located in the left superficial femoral artery (sfa). During introduction of the sentinol self-expanding nitinol biliary stent systems on the other MFR's guide wire, the stent partially deployed outside of the pt. The physician removed the stent delivery system without issue and used another of the same device successfully to complete the procedure. No pt complications were reported. Pt status was reported as 'stable'.

Manufacturer narrative:
(B)(4).